Event description:
The mother of the patient called regarding ng tube coming apart in patient. Mom sent me a picture of the ng tube. Mom was upset because now she will have to place another ng tube in the patient. Called manufacturer to request filing an incident report. Manufacturer denied because I did not have purchasing account information. FDA safety report ID# (B)(4).